Event description:
It was reported that the user paused ilet insulin delivery while the pump charged for over two hours, during which blood glucose rose from in range to 287¿294 mg/dl; the user then subsequently opted for multiple daily injections per guidance from a healthcare provider, with subcutaneous insulin administered by pen and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, while a usage issue was identified consistent with disconnecting from the ilet for a prolonged period of time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.